Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact. A review of the pump event history log found evidence of air in line messages in the history. Functional testing was performed using the battery loss alarm test. The pump passed the test alarming at 2 minutes 29.22 seconds. During further investigation, the reported problem was duplicated. The pump displayed air in line alarm messages due to a faulty air detector. The root cause of the reported issue was found to be a faulty air detector. Actions were taken to mitigate the reported issue:the faulty air detector was replaced.

Manufacturer narrative:
Additional information was received indicating issue was found prior to use with patient.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device had air in line. It is unknown if there was no patient, or clinician injury associated with these occurrences. No further details provided at this time.